Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose due to illness. The customer's blood glucose was 368 mg/dl at the time of incident. The customer's blood glucose was 239 mg/dl at the time of call. The customer stated that she had blood glucose of over 400 mg/dl and she could not bring down. The customer stated that she treated her high blood glucose with insulin pen and insulin pump. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer performed high pressure test and the insulin pump passed. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.